Manufacturer narrative:
An investigation was carried out into this complaint. Based on the event description, it appears most likely that the incident occurred at the beginning of the transfer while the person was lifted from the bed in supine position. It was indicated that the patient was transferred from a bed and one of the shoulder clips of the sling detached from the spreader bar of the maxi move lift contributing to the patient's fall. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The maxi move lift was inspected and found to specification from a functional perspective when the event took place. No malfunctions were found that could have caused or contributed to the event. Despite on our best efforts, the sling was not evaluated, however no malfunctions were indicated. Based on the above we are not able to assume clearly that the sling has been or have not been to specification when the event took place. It can be established that the sling and the lift which work together as a system were being used for patient handling but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. Based on received information it is clear that the person was lifted from horizontal position. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. The maxi move instruction for use (IFU) supplied with the lift ((B)(4)) contains crucial warning: - "always check that all the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2015 arjohuntleigh received a customer complaint where it was reported that during a patient's transfer from a bed one of the shoulder clip of the sling detached from the spreader bar of maxi move lift causing the patient's fall. As a consequence of the event the patient sustained a head wound and a concussion, necessitating hospitalization (for surveillance) and stitches to the head wound.